Event description:
The patient had an infection and the pathogen is unknown. At about 1 month and a half post primary surgery the surgeon removed the humeral insert, glenosphere, humeral proximal body, and washed out the joint, treated with antibiotics and new implants were re-implanted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 april 2024: lot 2314461: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 19 april 2024: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot 2318832: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 reverse metaphysis +0m /0° (k170452) lot 2317072a: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.